Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2021. The cause of the event was the device, lens is not centered, possibly rotating. H3: device evaluation: the lens was returned in a vial with moisture and residue on lens. Visual inspection found one haptic torn, with residue on the lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -16.00 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted due to lens rotation not associated to a low vault. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.